Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification during the load process. Reportedly, the customer did not verify the exact amount of insulin left in the cartridge, but since having filled the tubing multiple times, it was believed that the minimum fill threshold had been crossed. The customer's blood glucose level was 255 mg/dl and did not report requiring third party assistance, having an injury or experiencing ketones. The customer was able complete the load process and resume insulin delivery.